Manufacturer narrative:
Correspondence from the dist, dated 8/7/97, states that the pt has not required any antibiotics since the reported incident. It addionally states that the device is still implanted and the facility wants the device to remain implanted as long as possible due to the poor state of the pt's veins. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat and lot number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available, no conclusion can be drawn as to the cause of this event. The facility will be notified of co review of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
On 06/18/1997, the attending nurse contacted a manufacturer rep asking for advice regarding a device that had recently been implanted to provide IV access for antibiotic therapy in a cystic fibrosis patient. It was stated that the device appeared to be leaking from the device septum. Further communication with the facility nurse who attended the implantation surgery of this device, and who accessed the device post-operatively, revealed that there was no problem with preparing or priming the device in the or; however, when fluoroscopy was performed to check the position of the device catheter, the device catheter was not radiopaque so dye was instilled via the device. This was uneventful. It was additionally stated that the first post-operative access of the device was performed shortly after the surgery, when the patient required IV antibiotics. There was no swelling or redness over the device body, but a small amount of fluid leaked through the puncture site both during and after this procedure-enough to require daily dressing changes. The facility nurse stated that she was sure that the fluid was coming from the device, as the dressing smelled of the antibiotics. The pt got better, so it is believed that most of the antibiotics were received. A small amount of leakage from the puncture site was also noted during and following the second access of this device, a heparin locking procedure. The facility nurse is sure that she accessed the device correctly. Only the manufacturer needles have been used to access the device, and the facility nurse does not believe that the cathether could have punctured, or that the integrity of the connection from the device body to the catheter is affected, as these were intact on the dye study. There is no swelling or signs of infiltration over the device body and the fluid is coming back through the needle puncture site. This was the first of this type of device implantation at the hospital; however, the staff are very familiar with the use of similar devices. The attending nurse is planning to perform another heparin lock flush on 06/27/1997. A manufacturer sales rep is expected to attend the heparin lock procedure to assist with assessment of the situation. The facility has been informed that if the device septum is leaking, the device should be explanted and returned to the manufacturer for analysis.